Manufacturer narrative:
The device return is anticipated, however; at the time of the report the device has not been received by verathon. Verathon continues to investigate the reported event and a supplemental report will be submitted in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
The customer reported that during a patient procedure, using a glidescope spectrum smart cable, the image would disappear intermittently when the cable was manipulated. The procedure was completed using another glidescope spectrum smart cable, which was made available in an unspecified amount of time. No harm to the patient or user was reported.

Manufacturer narrative:
A replacement glidescope spectrum smart cable was provided to the customer and the spectrum smart cable used in the procedure was returned to verathon for evaluation. A verathon technical service representative evaluated the returned glidescope spectrum smart cable and confirmed the "no image / intermittent image" issue. The technical service representative attributed the image issue to cable failure. The technical service representative noted that the cable had been lacerated and that the cable arrived with electrical tape covering the laceration. Since the customer had already received a replacement glidescope spectrum smart cable, the returned spectrum smart cable was scrapped. No corrective action is required at this time. Verathon will continue to monitor for trends. The glidescope operations and maintenance manual (omm) notes that "before every use, ensure that the instrument is operating correctly and has no sign of damage. Do not use this product if the device appears damaged."